Manufacturer narrative:
The product has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that a cutting needle was used for the attempted suturing of the valve. The instructions for use (IFU) has a warning that states "when securing the valve in place, suture needles should be passed through the outer half of the sewing cuff and suture ends should be cut short after the knots are tied. It is suggested that only taper point needles be used for suturing the cuff as taper cut or other cutting needles may cut the cuff fibers". From the available information, it is possible that the valve may not have been sewn in the outer half of the sewing cuff and that a cutting needle cut through the valve suture, causing the sewing ring to separate. Should the product be returned or if additional information is received, the investigation will be re-opened and a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that during the attempted implant of this mechanical heart valve, a separation of the sewing ring was observed as the physician began suturing the valve into place. The valve was explanted and replaced with another valve with no adverse patient effects. It was reported that a cutting needle was used for the attempted suturing. It was not known if the valve would be returned for analysis.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Product return has been requested. (B)(6). (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the serial number was verified to be correct. Visual inspection of the sewing cuff showed the loose ends of the suture were severely frayed and appeared to have been cut by the surgeon. The carbon was visually inspected with no anomalies noted. The leaflets were fully mobile. No other device anomalies were found. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.